Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2007-00951, 9616099-2007-00952. Additional information will be submitted within 30 days of receipt.

Event description:
The patient had an intrastent thrombosis 4 days after the index procedure, which resulted in a q wave myocardial infarction (mi). The patient had 3 cypher stents placed in the proximal and mid right coronary arteries (rca). The stents were overlapping. The target lesions were a chronic total occlusion, not calcified and tapered. The timi pre-procedure was 1, no report of post-procedure timi. The lesion was predilated with 2.5 x 30 balloon at 20atm. Deployment pressures were as follows: the first cypher stent at 18atm, the second at 18atm, and the third is unknown. At baseline, the patient was taking aspirin, clopidogrel, statins, nitrates, ace inhibitors, and a ca++ antagonist. Medications given during the procedure were aspirin and unfractionated heparin. Four days later, a stent thrombosis occurred, leading to an inferior q wave mi. The patient experienced 100% stenosis of the proximal rca, 92 % stenosis of the mid rca and 90% stenosis on the postero-lateral ramus. The proximal and mid rca were treated with poba. The postero lateral ramus was stented with a driver (2.5 x 24mm). The event was resolved 6 days later.